Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the jaws would on longer open after being applied to the pt's tissue. The surgeon opened another device and cauterized around the jaws of the device on pt tissue to remove it. There was no injury to the pt.